Manufacturer narrative:
Concomitant medical products: 5024m-52, lead, implanted: (B)(6) 2004, 305c21, tissue valve, implanted: (B)(6) 2004.

Event description:
It was reported that it was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was explanted and replaced. It was also reported that the atrial lead had high thresholds. The lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.